Event description:
Boston scientific received information that an alert was detected from the patient¿s remote monitoring system which indicates that the implantable cardioverter defibrillator (ICD) was reprogrammed to a monitor only mode, and thus was deactivated. Attempts to obtain the reason for the device deactivation were unsuccessful, and remain unknown. The ICD remains in service and implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.